Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator could not pass the operational check. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device failed the operational test. The brt evaluated the device and it determined that the device did not pass the operational test due to a malfunction of the som pca (system on module printed circuit assembly) and paddle tray. The som pca and paddle tray was replaced, and the device was returned to full functionality. The device was returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a malfunction of the som pca and paddle tray. Further root cause analysis could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The brt replaced the som pca and paddle tray to resolve the issue and the device was returned to full functionality. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.